Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements of over 150 ohms. Technical services (ts) reviewed the available data and noted that the impedance measurements had been increasing gradually and recommended lead replacement. Subsequently this lead was explanted and replaced. Upon extraction it was noted that the lead appeared to have tissue growth on the coil. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial reporter first name is not in tab.e initial reporter, the information was asked via gfe and was not given.